Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were inadequate capture and ¿whether the poor atrial lead parameter related to the lead being squeezed through the sheath?¿. The sheath that was used in the field was not returned with the lead. The reported event of inadequate capture was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies that could have cause the events reported in the field.